Event description:
It was reported that the patient's device shut down by itself when crossing the street. As a result, the patient was taken to a charge clinic nearby where they were under observation for 5 hours before their breathing became stable. Troubleshooting showed that the device was displaying the low oxygen error message. Patient has since received their replacement device.

Manufacturer narrative:
B3: date of event is estimated. The return reason of oxygen error is confirmed since zeolite is found contaminated, which possibly caused when zeolite absorbs the moisture.